Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they need a new battery pack. Patient said the other day when they were trying to charge their implantable neurostimulator (ins) the controller said no device found and then the controller froze and said system update since couple weeks ago dec 2023. Patient stated the controller is dead, there is no power on the controller. Patient removed the battery pack and plugged the controller into the ac power supply, patient confirmed the controller did not power on with or without the battery pack but green light on ac power cord. Agent asked patient to try different outlet and patient said same information. Agent asked patient to put the battery back into the controller and confirmed the green light was flashing on the controller but no information on the controller screen. Patient service asked patient to check for damage on the recharger and patient said there is no visible damage to the recharger. . Patient then said the controller screen was blank and there was no information on the screen. The issue was not resolved. A replacement controller was sent out. Additional information was received. Pt called back from number in phone 2 saying they got the replacement controller, and set up the controller, but when they went to charge the ins, they got the install mdt battery pack screen. Agent asked, pt said they had aa batteries in controller and had already sent back old controller with the battery pack. A replacement battery pack was sent out.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt (serial: (B)(6)); product type: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type product ID (B)(6) lot# serial# (B)(6) implanted: explanted: product type h3: analysis of the 97745 controller (s/n#:(B)(6)) revealed the main board corroded and the front case corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.